Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the cx. The following day the patient suffered an acute cerebral infarction. Investigator indicated that the reported event was not related to the study device. Patient was treated with medication and is reported to have recovered.

Manufacturer narrative:
Correction to date of report/ date received by MFR: (B)(6) 2015.